Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced glucose fluctuations, including a low blood glucose value of 54 mg/dl followed by a high reading of 290 mg/dl after temporarily disconnecting from the device. The user reconnected to the ilet and continued insulin delivery. No outside medical intervention was required.